Manufacturer narrative:
Update - (B)(4) 2012 - litigation papers received. In addition to dislocation, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, damage to bone and tissue, and limited mobility. All product have been reported. The devices associated with this report were not returned. A search of the complaint database found no additional reports for all of the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address recurrent dislocation (right side).

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.